Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter displayed a battery indicator message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 1015am. The patient manages her diabetes with lantus insulin (35 units) and metformin pills (1000 mg). The patient continued to take her usual dose of medications. About 3 days after the start of the alleged issue, the patient claims she felt shaky, weak and almost "passed out." The patient took food and/ or drank a beverage as treatment. At the time of troubleshooting, the cca noted there was no indication of misuse. The patient was informed the batteries needed to be replaced in the subject meter. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.